Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspected components, a vela o2 sensor and a vela rear switch, and evaluated the devices. An evaluation of the components indicated that the o2 sensor was faulty and there was minor carbon scoring and arc-flash deposits on the switch contact pads of the rear switch. The device was repaired and returned to the customer. If additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator shut off and turned back on within seconds while the ventilator was on a patient. The customer was transporting the ventilator with the patient and going over the elevator threshold bump when the reported event occurred. There was no patient harm reported. The customer checked all the connections and everything was tight. The customer reported that this is the second time the ventilator has turned off and on within a few seconds.